Event description:
It was reported that pump malfunction occurred with malfunction code displayed, and no notable events were reported prior to the issue. There was no reported adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Technical support arranged replacement pump with updated software.